Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that, while in use on a patient, an 840 ventilator generated an error message and the screen went inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien reference: (B)(4). The graphic user interface (gui) printed circuit board (pcb) was returned for investigation. A visual inspection was conducted and no anomalies were found. The unit was attached to a test ventilator for analysis, and powered up. The ventilator powered up normally, and no errors were recorded in the diagnostic logs. Testing was performed without any errors. The ventilator was put into ventilation mode for a minimum of 24 hours. On review of the diagnostic logs no errors or alarms were observed. There was no fault found with the returned device.